Manufacturer narrative:
Updated awareness date as new information was confirmed for this date.

Event description:
It has been reported that the device will not power up.

Manufacturer narrative:
Updated awareness date. Confirmed this is a continuation of source system case 0118423045 for a battery and this case was reported in error. There is no device issue.